Event description:
Per the clinic, the patient experienced hair loss, pain, swelling, and redness at the magnet area in (B)(6) 2024. Subsequently, the patient was treated with topical ointment of antibiotics and steroid on (B)(6) 2024. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient also experienced an infection, exposing the receiver/stimulator (specific date not reported). Device analysis report attached.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2024.